Manufacturer narrative:
H4: device manufacturer date added. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 169341 with abbott diagnostics scarborough's limit of detection (lod) positive quality control and negative control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing was reviewed for kit part number 195-160, lot 169341, and device part number 195-430, lot 164072. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 169341 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Refernce MFR number: 1221359-2021-04003.

Event description:
The user reported false negative results with the binaxnow covid-19 antigen self for multiple patients performed on various days. This MFR. Report addresses patient 2 of 2. The user reported a false negative result with the binaxnow covid-19 antigen self test. The user reported self testing for 6 days in a row. All 6 test were negative. The customer then reports positive confirmation test with pcr on day 7. The user was symptomatic. No additional patient information, including treatment and outcome, was provided.